Manufacturer narrative:
Additional narrative - investigation - evaluation: a review of the complaint history, device history record, manufacturing instructions, and quality control, and functional testing and visual inspection of the returned device were conducted during the investigation. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. It should be noted there were no other reported complaints for this lot number. A visual examination noted the basket sheath was kinked at the distal end of the support sheath. The unidex handle (udh) does not actuate the basket formation. The collet knob was found to be loose. The udh handle was disassembled and the basket formation was noted to manually actuate. In closed position, 2 mm of the basket formation extends out of the sheath. The device was reset and reassembled. The udh handle actuated the basket formation; in closed position 2 mm of basket formation extended the end of the basket sheath. The support sheath and the basket sheath are still adhered. Based on the provided information a definitive root cause cannot be established or reported at this time. We will notify the appropriate personnel and continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be send upon conclusion.

Event description:
It was reported by the area representative that a patient was scheduled for an ureteroscopy procedure. The device for use was an ncircle delta wire tipless stone extractor. The report indicated that the device did not make patient contact. The basket was discovered broken upon opening. No harm to the patient nor did the patient experience any adverse effects due to this occurrence. No further information was provided.